Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: b5. Fse confirmed that during automatic inflation, an alarm indicates the machine has failed to inflate. Fse checked the backend, the positive and negative pressure data deviated from the factory specifications. In result, fse checked the motor and replaced the kit 2500 hr prevent maint (0040-00-0146). The equipment has passed all factory-specified performance and safety tests.

Event description:
It was reported that during use cs100 intra-aortic balloon pump (iapb) failed to automatically inflate and had an alarm. There was no harm or injury reported.

Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) hospital (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs100 intra aortic balloon pump (iabp) had autofill failure alarm. There were no patient harm or injury was reported.